Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a device change out, the left ventricular (lv) lead was noticed to have insulation damage. The lead appeared to be kinked and have insulation defects. The physician dissected out the apparent damage area and repaired the area with a coat of medical adhesive. An anchoring sleeve was slipped over the coated area to help protect and stabilize the area of the lead. The lead was tested with acceptable measurements and remains in use. No patient complications have been reported as a result of this event.